Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo that has a piece of the sheath that come off. It was reported that at the insertion section, there was a piece of the vizigo¿ sheath that came off and the physician was concerned of air getting in to the sheath. The vizigo sheath was replaced, and the problem was resolved. The case continued. There was no patient consequence.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j procedures. Visual analysis revealed that the hemostatic valve had stress marks on the star section of the hemostatic valve; this suggests that excessive force manipulation was applied. Per the reported event, a back pressure test was performed, and a leakage was identified through the hemostatic valve during the negative back pressure test. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve separation reported by the customer was confirmed as the leakage observed could be related to the failure reported. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).